Event description:
It was reported that the patient presented with slow ventricular tachycardia (vt). Review of records found the implantable cardioverter defibrillator (ICD) was exhibiting fusion and failed to deliver high voltage therapy. No changes or intervention was reported. The patient was in stable condition.